Event description:
Removal of 1.0 mm adaption plate (12-hole) due to inflammatory response and infection was reported at an unknown date. It was also reported that while the surgeon was performing the revision surgery, it was noticed that the cortical screws would fully detach from the bone or be loose. This report is for an unknown part and lot. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Add'l device info: part and lot number unknown. 510k is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received.